Event description:
It was reported that a scheduled uvulopalatopharyngoplasty (uppp), and tongue and hyoid suspension (ths) were performed. Reportedly, the patient experienced severe pain post-procedure. Multiple attempts for additional information found only the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name: exact product name not provided. (B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA. It is indicated that this product issue has resulted in an adverse event and therefore is likely to cause or contribute serious injury if this event were to recur. Description: this system enables surgical treatment of tongue- and hyoid-based obstructive sleep apnea. The hyoid suspension procedure is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. It serves as an adjunct to tongue suspension procedure. The goal of this procedure is to help improve airway patency by providing anterior/posterior and lateral support of the lower airway, as well as lateral support of the base of the tongue. This is accomplished by advancing and suspending the hyoid bone and associated musculature. Two small titanium screws with attached sutures are implanted in the lower mandible, and the sutures are looped around the hyoid bone to suspend it.